Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted and had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead was unable to have an adequate safety margin with defibrillation threshold testing (dft) and dft was unsuccessful during a change out. Also, there was a possible rv lead dislodgement. The rv lead was unable to be repositioned. It was noted that the pacing, sensing and impedance were all in normal ranges. The rv lead was explanted and a new rv lead was implanted. No patient complications have been reported as a result of this event.